Event description:
The user facility reported that at the start of a laparoscopic colectomy, the user experienced an abnormal image. The procedure was completed with a different similar device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the abnormal image the user reported. The video image flickered and deflected vertically when the device was angulated. The charged coupled device (ccd) cable and light-guide bundle were damaged at the bending section area. The device passed leak test. The image difficulty was attributed to a damaged ccd cable. At the present time, the exact cause of the damaged cable cannot be determined. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in abundance of caution.